Manufacturer narrative:
Site surgeon declined to provide patient identifier citing local regulation restrictions. Return requested. Replacement computer shipped to site 08/29/2016, then returned to manufacturer unused. No replacement will be made. No parts have been received by manufacturer for analysis. On 08/31/2016 a medtronic representative, following-up at the site to trouble-shoot the faulty camera, the reported issue could not be replicated. Medtronic representative replaced one of the fastening bolts for the digital visual interface (dvi) cable that was missing, this was not cause the reported issue. On 08/31/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/12/2016 medtronic representative reported the navigation system has operated as intended for the subsequent week. There was no need to replace the computer. Probable cause for unresponsiveness is large amount of patient data. System contained 600+ patients. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a pedical subtraction osteotomy spine procedure, the site's imaging system became unexpectedly unresponsive after the patient had been imaged and as navigation was about to begin. In trouble-shooting, the imaging system was re-booted, however, issue was not resolved. There was no signal on the staff monitor. Opened and checked power and video cables, then the imaging system booted properly. Normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.